Event description:
The customer reported that the insulin alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 120mg/dl. Troubleshooting was performed, and not damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked case at the display window corner, broken belt clip slot, and cracked reservoir tube lip.